Event description:
It was reported that the patient never had therapeutic effect. The patient had increased frequency and retention. The patient went to her physician and was diagnosed with an infection and was prescribed antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4).